Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Additionally, patient had pocket stimulation due to unipolar setting. Patient is not dependent. This device remains in service and no adverse patient effects were reported.